Manufacturer narrative:
Concomitant medical products: 500fa27 mechanical valve, implanted (B)(6) 2018; 5076-45 lead implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had a partial power on reset (por) occur during interrogation. The device remains in use. No patient complications have been reported as a result of this event.